Event description:
The health care professional (hcp) reported a home patient (hp) who had a transfer set with a leak in the twist clamp area. The leak was noted following the hp taking a shower. The transfer set was 2 months old. The hp received a transfer set change and a prophylactic antibiotic (kefzol 1 gm. Intraperitoneally). No patient injury reproted per the hcp.